Event description:
The report indicated that the customer's bg levels remained continuously high (262-349mg/dl) despite having administered numerous correction boluses. As a result, he was transported to the emergency room where his bg were measured to be 536mg/dl. He received an IV infusion with an insulin injection. The pod remained on the customer during his hospital stay and after being discharged, per the recommendation of his physician (as the physician thought that he "may be getting some absorption from wearing the pod"). Insulet customer support advised him to deactivate the device and apply a new one. The suspect pod was deactivated and will be returned for evaluation.

Manufacturer narrative:
The investigation of the returned pod found evidence of an internal fluid leak. Discoloration was seen inside the device and corrosion and residual fluid was found on the surfaces of internal assemblies. A leak test was performed, which confirmed the presence of a leak in the fluid path caused by a tear in the cannula tubing. The leak would have resulted in insulin coming into contact with internal components and assemblies, ultimately causing the device to fail. A pod malfunction, therefore, is confirmed to have been a contributing factor to the customer's high bg levels.